Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 12 events were reported for this quarter. Product return status: 7 devices were received. 5 device investigation types have not yet been determined. 12 devices were not labeled for single-use. 12 devices were not reprocessed or reused.

Event description:
This report summarizes 12 malfunction events in which the device reportedly overheated. 5 events had no patient involvement; no patient impact. 7 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale 12 previously reported events are included in this follow-up record. Product return status 9 devices were received. 3 devices were not available for evaluation.

Event description:
This report summarizes 12 malfunction events in which the device reportedly overheated. 6 events had no patient involvement; no patient impact. 6 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h10 12 previously reported events are included in this follow-up record. Product return status 9 devices were received. 2 devices were not available for evaluation. 1 device investigation type has not yet been determined.

Event description:
This report summarizes 12 malfunction events in which the device reportedly overheated. 5 events had no patient involvement; no patient impact. 7 events had patient involvement; no patient impact.